Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. A follow up computed tomography (CT) scan completed on (B)(6) 2015 showed a potential type 3 endoleak. The physician elected to monitor the patient. Follow up CT scan was competed on (B)(6) 2016 and showed a potential type 3a or 3b endoleak still present. On (B)(6) 2016 the physician elected to reline the implanted devices with two aortic extensions to resolve the leak. The patient is in stable condition.